Event description:
New information received noted that there were more episodes of ventricular non-capture and an increase in capture threshold. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition before, during and after interrogation.

Event description:
New information received noted that the lead was capped and replaced due to the capture issues on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was loss of capture on the ventricular lead. No intervention was reported. Patient condition could not be obtained.